Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was deployed; however, upon withdrawal of the device, the plug was pulled out, resulting in closure failure. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used following standard procedure, and the operator was experienced with the device. Additional information was requested but not provided. The device will be returned for evaluation.